Event description:
Boston scientific reported that this ra and the rv lead exhibited noise, oversensing and less than two seconds of pacing inhibition and inappropriate atrial tachy response (atr) mode switches. The patient was noted to be pacemaker dependent and experienced some dizziness and lightheadedness. The noise was unable to be reproduced and was felt to be related to electromagnetic interference (emi), however, the source of emi was undetermined. The device was reprogrammed to a fixed sensitivity. This product remains implanted and in service. No adverse patient effects were reported. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed abrasion marks along the lead body. In particular, approx. 21 cm distal to the is-1 connector pin the inspection revealed a rubbed through insulation. Based on the characteristics as well as the location of this damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of an interaction with a nearby lead. Diagnostic images clarifying this assumption were not available for analysis. In addition, cuts in the insulation were found which occurred most likely during the extraction procedure. The values of the parameters measured during the electrical and the mechanical analysis were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.